Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Birthdate - during (B)(6) 1948. This report is 2 of 2 mdrs filed for the same event (reference 3002806535-2016-00366 & 00367).

Event description:
Patient was revised due to pain in the groin, loosening and aseptic lymphocyte dominated vasculitis associated lesion (alval). During the procedure, the femoral head and acetabular cup were removed and replaced and a polyethylene liner was implanted.